Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotic injections (doses, frequencies and routes of administrations not reported) for 14 days. At the time of this report, the peritonitis was resolving, the patient was recovering, and reportedly ¿doing well¿. At the time of this report, dianeal pd2 and extraneal therapies were ongoing. No additional information is available.